Manufacturer narrative:
Additional information received reported it was unknown whether a device related issue caused or contributed to the patient's coma and ventricle not becoming smaller. According to the report, the symptoms resolved when the pressure level was adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted in (B)(6) 2017 and the pressure level setting was at 1.5. According to the report, the patient was still in a coma post-operatively and their ventricle did not become smaller. It was stated that the patient needed to go to another hospital for observation. Reportedly, there was a request to adjust the pressure level setting.